Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00668. Additional information received indicated the patient was unable to feel stimulation. Diagnostics indicated no impedance issues. Patient also indicated she was able to turn the ins in the pocket and was able to feel the lead. Surgical intervention was undertaken on (B)(6) 2017 and the lead was found to be twisted. Ins pocket site was revised and the physician placed the excess lead underneath the ins in the pocket. Postoperatively, the patient was reportedly receiving effective therapy and the issues were resolved.